Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) experienced possible migration; the patient felt a slight bump at the end of the bandage over the implant site and thought that it may be the icm. The icm remains in use. No further patient complications have been reported as a result of this event.